Event description:
While drilling holes in skull bone flap, two drill tips broke off. Broken tips were both found. It was felt by the staff that the collet was bad and was removed from service. Staff said the drill got hot at the end and burned a hole in the drape.